Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger wasn't charging his batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to contamination on the battery of the bedside pca board. The root cause for the contamination was ingress of an unk liquid. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.